Event description:
Shortly after the permanent implant procedure, communication with the implant and external equipment could not be established. A boston scientific representative performed device evaluation. The problem was confirmed. The patient was implanted with a new boston scientific spinal cord stimulator.